Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) and high threshold measurements. A possible revision procedure for the lead might occur in the future. This patient experienced cardiac arrest in which technical services (ts) reviewed the ventricular arrhythmia noting under-sensing and a delay to therapy. This resulted in the ventricular tachycardia (vt) decompensating into ventricular fibrillation (vf). The physician adjusted the zones and durations. No additional adverse patient effects were reported. This crt-d and lv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).